Manufacturer narrative:
All buttons functioned properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that she was at the beach at the time of the error alarm, but that the device did not get wet. Blood glucose level at the time of the incident was 160 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.